Event description:
The customer reported falsely depressed alinity c creatinine results for multiple patient samples. The following example data was provided: (B)(6) 2025, sid(B)(6) (87-year-old male patient): initial result = 0.68 mg/dl, repeat on another instrument = 2.1 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. Leaking was observed and it was noted that the manifold to alk nozzle tubing and the manifold to acid nozzle tubing were loose. Replacement of manifold to alk nozzle tubing and the manifold to acid nozzle tubing resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module, serial number (B)(6) or manifold to alk nozzle tubing and the manifold to acid nozzle tubing with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the manifold to alk nozzle tubing and the manifold to acid nozzle tubing as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) or manifold to alk nozzle tubing and the manifold to acid nozzle tubing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed alinity c creatinine results for multiple patient samples. The following example data was provided: (B)(6) 2025, sid (B)(6) (87 year old male patient): initial result = 0.68 mg/dl, repeat on another instrument = 2.1 mg/dl no impact to patient management was reported.